Event description:
It was reported that battery depleted too quickly on device, based on an email received by customer technical support. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and technical support was unable to confirm battery depletion allegation, with no additional information received regarding timing or outcome of event.